Event description:
The subject device was used during a laparoscopic assisted distal gastrectomy and planed procedure was completed without device malfunctions. After unknown days, the patient resumed eating. After 10 days from the operation, pancreatic amylase was detected. Also after 12 days from the operation, pancreatic amylase was detected with bleeding. The patient was taken to the hospital and the repeat surgery was carried out. After that, the patient seems to be getting better. About the reason of this event, the surgeon commented that there was a possibility of dissolving the blood vessel by pancreatic juices. And the surgeon suspected the thermal effect of the subject device, because using the subject device was different from past operation.

Manufacturer narrative:
Since the subject device was not retained by the user facility, olympus could not evaluate the device. And the exact cause of the user's experience cannot be conclusively determined due to the absence of the device to investigate. This device is subject to total inspection to ensure that the device is capable of properly activating output before shipment by olympus. If additional information is received, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution.